Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data as well as programmed settings. There was oversensing of noisy signals noted. Ts discussed recommended further evaluation and changing the programming vector as available data is indicative of air bubbles and should solve eventually. This device remains in service. No additional adverse patient effects were reported.